Event description:
During service by baxter on 28 may 2010, a colleague infusion pump was found to contain a malfunction of an inoperable stop key on the pumphead module keypad. This event occurred during product evaluation. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device (B)(4) categorized as remediated. There is no additional information available.

Manufacturer narrative:
(B)(4). The assignable cause is a faulty pumphead module keypad. The pumphead module keypad has been replaced.

Manufacturer narrative:
(B)(4). Additional: there is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4).

Event description:
The reporter stated the surgeon inserted a micl 12.1mm implantable collamer lens. It was identified that upon unfolding in the eye, the lens had flipped upside down. The lens was removed with no patient injury. The reporter stated the cause was due to loading error by the surgeon. Backup lens was implanted.